Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer verified connection between the reservoir and infusion set was secure. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did exit and device did not alarm. Advised customer reservoir set change resolved issue and to return device. Customer's blood glucose level was not provided at time of reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.